Event description:
It was reported that patient underwent a left knee procedure. Subsequently, the patient is experiencing pain and swelling of the knee. Fluid was drawn to test for infection and came back negative.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
(B)(4). Concomitant medical products: stem extension straight 14mm dia x 100mm length(combined length 145mm) catalog#: 00598801014 lot#: 62937564 prc agmt block post sz d 5mm catalog#: 00599003401 lot#: 63206460, prc agmt block dist sz d 5mm catalog#: 00599003410 lot#: 63225068, femoral component option for cemented use only size d left catalog#: 00599401491 lot#: 63002718, articular surface size cd 12 mm height catalog#: 00596403012 lot#: 63081980, stemmed tibial component precoat size 4 catalog#: 00598003702 lot#: 63071617, stem extension straight 13mm dia x 100mm length(combined length 145mm) catalog#: 00598801013 lot#: 63215578, palacos rg 1x40 single catalog#: 00111314001 lot#: 82574429. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent a left knee procedure. Subsequently, the patient is experiencing swelling of the knee. Fluid was drawn to test for infection and came back negative.